Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, the customer delivered a bolus before eating, but got distracted. Customer consumed food to treat low bg level.